Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the proximal aorta was 18.2-22.3 mm in diameter and 32 mm in length. The right iliac artery was 9.7-9.4-10.0 mm in diameter and the left iliac artery was 8.5-10.9-10.4 mm in diameter. The right femoral artery was 7.8 mm in diameter and the left femoral artery was 8.1 mm in diameter. Both iliac arteries had calcification. The distance from the bifurcation to the hypogastric was 164.5 mm. After the bifurcated stent graft was deployed, it was noticed that the left internal iliac artery was unintentionally covered. The coverage was due to incorrectly identifying the location of the left internal iliac artery with imaging; the artery was visualized while the delivery system was occupying the same space. The final angiogram showed rapid collateralization of the internal iliac artery and therefore the physician expects the patient to be non-symptomatic. The patient status post-procedure was fine. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); incorrect technique/procedure (not properly visualizing the hyogastric artery). Evaluation, conclusion: operational context contributed to event (not properly visualizing the hyogastric artery).